Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to left distal cylinder crossover. The patient was unhappy from the start. He said his tips were uneven and he did not get as firm as he used to, he also felt shorter. The pump was intermittently going flat and not working properly. Upon exam by the physician, the pump was high riding and malfunctioning from time to time. It was noted that the patient was not satisfied with the left leaning curvature due to the crossover of the left cylinder. The entire ipp was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to left distal cylinder crossover. It was noted that the patient was not satisfied with the left leaning curvature due to the crossover of the left cylinder. The device was functional. The entire ipp was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders had wear at a fold in the proximal end and middle of the cylinder. Both passed the leakage testing. The spherical reservoir had wear at a fold in the shell. The spherical reservoir passed the leakage testing. The momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament. The ms pump passed the leakage testing and the functional testing.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to left distal cylinder crossover. The patient was unhappy from the start. He said his tips were uneven and he did not get as firm as he used to, he also felt shorter. The pump was intermittently going flat and not working properly. Upon exam by the physician, the pump was high riding and malfunctioning from time to time. It was noted that the patient was not satisfied with the left leaning curvature due to the crossover of the left cylinder. The device was functional. The entire ipp was removed and replaced. There were no patient complications.

Manufacturer narrative:
Correction h6 patient codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to left distal cylinder crossover. It was noted that the patient was not satisfied with the left leaning curvature due to the crossover of the left cylinder. The device was functional. The entire ipp was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to left distal cylinder crossover. It was noted that the patient was not satisfied with the left leaning curvature due to the crossover of the left cylinder. The device was functional. The entire ipp was removed and replaced. There were no patient complications.